Event description:
Two incidents of the cassette not priming properly. Per patient, in both incidents patient noted nothing unusual with the set. Patient was not connected at the time of the incident. Patient stated they reset with new cassettes of the same lot number and completed both therapies with no incident. Per patient, no patient injury or medical intervention was associated with this incident.